Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update rec'd 06/02/2016 and 06/03/2016 - the patient's medical records were received. Medical records were reviewed for MDR reportability. According to the medical records, the patient has a right knee scope done in 2013 to address patella clunk.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Patient was revised to address pain and patella crepitus. Loosening of the tibial tray at the cement to implant interface. Depuy cement was used. During surgery, the surgeon noted that the femoral component was oversized.

Manufacturer narrative:
No device associated with this report was received for examination. A complaint database search on the provided lot numbers (3179736 and 3121337) found additional reports. A previous DHR review (B)(4) on the reported smartset ghv gentamicin 40g (product code 545035500, lot number 3179736) did not reveal any related manufacturing deviations or anomalies. Review of the device history records did not reveal any related manufacturing deviations or anomalies on the reported lot number (3121337). Corrective action was not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.